Event description:
Ablation for pulmonary vein isolation was performed four times on each side. Ablation between pulmonary veins was performed three times and the full maze procedure was completed and the patient was changed from on pump to off pump. The doctor observed bleeding from the left inferior pulmonary vein and the patient was returned to the state of on pump and the area was sutured. The procedure was then completed without further incident. Subsequently, the patient required extended hospitalization due to declining condition. The patient is currently undergoing routine outpatient follow-ups and no long term patient consequence.

Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation and disposed of by the hospital. The lot number of the device was unable to be ascertained. The user indicated that the event was due to tissue damage and patient condition. Hospital stay was extended.